Event description:
An implant card was later received noting that the patient had a lead revision due to the high impedance. Impedance was within normal limits with the new lead. The explanted lead is not available for return to the manufacturer, indicating that it was likely discarded.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's programming data showed they had high lead impedance. They were referred for a battery replacement. When the battery was replaced, high impedance was still seen, but the surgeon was not comfortable performing a lead revision, so it was left implanted. No other relevant surgical intervention has occurred to date. No other relevant information has been received to date.